Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device is unavailable for return as it was discarded by the hospital. The health care provider's response indicated that the device had been explanted, but the explant was not due to a device malfunction citing "annulus dehiscence" as the malfunction. The operative report was requested but is not yet available. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after an implant duration of approximately 5 years 9 months (69.87 months) and replaced by a bioprosthetic heart valve for unknown reasons. The health care provider's response indicated that the ring had dehisced with no other information provided.